Event description:
It was reported that the cassette could not be locked and that the pump exhibited an over pressure when there was none. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
E1: facility name: (B)(4). One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.